Manufacturer narrative:
A request was made to the field representative to obtain additional information about this case, to determine the cause for the syncope. However, no information was available. The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room after a syncopal episode. A review of the device data showed an atrial tachy response (atr) episode due to noise, at the time of the syncope, but this would not have contributed to the event. It was noted the device was programmed to vdd mode, likely due to the noise on the atrial channel. There were no vt episodes or true arrhythmias at the time of the syncope. It was noted there were approximately 3,800 inappropriate atr episodes stored. All other diagnostics were normal and consistent with past trends. The presenting egm was normal, showing no noise/artifact. No additional adverse patient effects were reported.